Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. The proximal aortic neck was 15 mm long and 25 mm in diameter. The proximal neck was angulated 70 degrees. It was reported that the bifurcate and contralateral limb were successfully implanted. Dsa then revealed a proximal type I endoleak. It appeared the main body had moved down due to the angulated neck. The physician remodeled the stent graft with a balloon, but the leak did not resolve. A 28mm cuff was then implanted slightly above the bifurcate, which reduced the leak but did not fully resolve it. The cuff did seal on the proximal end, but the angulated area caused a type iii separation endoleak between the cuff and main body. The physician commented that due to the angulation of the proximal aortic neck, additional actions could not be taken. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
(B)(4).